Manufacturer narrative:
The tandem pump user guide states: "the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill messages occurred with multiple cartridges after filling the cartridges with 60 units of insulin. Tandem technical support educated the customer on the required fill amount when loading a cartridge. Customer's blood glucose (bg) level was above 500 mg/dl. A manual injection was administered to address bg level. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.